Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR's #1225714-2013-02002, 02003.

Manufacturer narrative:
This is one of three device reports associated with this event. Associated MFR report #: 1225714-2013-02002 and 1225714-2013-02003. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt experienced sudden cardiac arrest, injuries to the pulmonary system, and other related injuries which are alleged to have been caused by the pt's exposure to the product.